Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) discussed that there was a morphology change, which is wide, and smaller with a more prominent t wave, there was oversensing and under sensing of smaller morphology. The patient received one inappropriate shock. Ts noted it is unclear if it was ventricular tachycardia (vt) or atrial fibrillation (af) with rapid ventricular response (rvr). This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate shocks. Ts was consulted, discussed aberrant conduction, and since signal amplitude becomes small and results in t wave oversensing. Technical services (ts) discussed possible reprogramming options such as reprogramming to the secondary sensing vector. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) discussed that there was a morphology change, which is wide, and smaller with a more prominent t wave, there was oversensing and under sensing of smaller morphology. The patient received one inappropriate shock. Ts noted it is unclear if it was ventricular tachycardia (vt) or atrial fibrillation (af) with rapid ventricular response (rvr). This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate shocks. Ts was consulted, discussed aberrant conduction, and since signal amplitude becomes small and results in t wave oversensing. Technical services (ts) discussed possible reprogramming options such as reprogramming to the secondary sensing vector. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, the physician decided an electrode revision will be performed as well as a generator change since the device is close to elective replacement indicator (eri). On x ray, the electrode appeared to be too lateral and too high, for which this electrode will be revised to provide a better outcome. Additionally, it was noted that the patient has a propensity to go into tachycardia induced bundle branch block which significantly reduced the amplitude and patient rhythm. There are ongoing talks about putting the patient in anti arrhythmic medication and possible ablation. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) discussed that there was a morphology change, which is wide, and smaller with a more prominent t wave, there was oversensing and under sensing of smaller morphology. The patient received one inappropriate shock. Ts noted it is unclear if it was ventricular tachycardia (vt) or atrial fibrillation (af) with rapid ventricular response (rvr). This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) discussed that there was a morphology change, which is wide, and smaller with a more prominent t wave, there was oversensing and under sensing of smaller morphology. The patient received one inappropriate shock. Ts noted it is unclear if it was ventricular tachycardia (vt) or atrial fibrillation (af) with rapid ventricular response (rvr). This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate shocks. Ts was consulted, discussed aberrant conduction, and since signal amplitude becomes small and results in t wave oversensing. Technical services (ts) discussed possible reprogramming options such as reprogramming to the secondary sensing vector. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, the physician decided an electrode revision will be performed as well as a generator change since the device is close to elective replacement indicator (eri). On x ray, the electrode appeared to be too lateral and too high, for which this electrode will be revised to provide a better outcome. Additionally, it was noted that the patient has a propensity to go into tachycardia induced bundle branch block which significantly reduced the amplitude and patient rhythm. There are ongoing talks about putting the patient in anti arrhythmic medication and possible ablation. This s-ICD system remains in service. No adverse patient effects were reported. This subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to normal battery depletion and the electrode was replaced in order to obtain a better position. No additional adverse patient effects were reported.